Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was having difficulty with recharging. The patient was 2 weeks post op. They were getting poor recharge quality (screen 76). The caller positioned the recharger over the ins and pressed try again. The caller reported that if she provided pressure to the ins that she could get the normal recharge screen. The caller reported that one edge seemed to be more prominent. The patient was being seen for their education visit. The caller indicated the controller found the ins and reported excellent and good charge quality. The pocket was tender. The patient had staples removed at the visit. No further complications were reported/anticipated. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2018 reporting that there were no diagnostics performed. It was reported that it seemed the implantable neurostimulator (ins) was at an angle. The only way to charge was to press the inferior edge of the charging paddle in to be parallel with the device. Excellent charging quality was possible when this was done. The patient's staples were removed which was why the ins site was sore and why they did not want to press too hard on the site. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.